Manufacturer narrative:
The manufacturer previously reported being contacted about the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma. The patient also alleges eye irritation, skin irritation, respiratory tract irritation, dizziness, and/or headache, and hypersensitivity. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In the previous report the initial reporter country was not included. This report is to include the reporting country as "united states"

Event description:
The manufacturer was contacted about the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma. The patient also alleges eye irritation, skin irritation, respiratory tract irritation, dizziness, and/or headache, and hypersensitivity. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.